Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain and chronic low back pain. It was reported that the pump did not even lasted 4 years. The pump lost battery life after 3 years and 4 months. The pump was turned off 8 month prior to the time of the report and started alarming one month prior to (B)(6) 2018. Conflicted information was reported regarding the time the pump lost battery life. The patient would get her pump removed a week from the time of the report and the hcp would leave the catheter in place since there could be too much scar tissue and there could be a csf leak. No patient symptom was reported. No further complication was reported.